Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a sudden loss of stimulation with a subsequent full return of symptoms. There was no known related accident or incident. The pt was seen in clinic and when tested, all unipolar pair impedances were greater than 4,000 ohms. The tests were re-run after increasing voltage and pulse width and the results were the same. Further info is being requested at this time.